Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump, and their were largs "gaps" in the continuous glucose monitor (cgm) readings. No additional patient or event information was available. A root cause could not be determined. The customer declined further follow up from tandem technical support.